Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted at an unknown date for an unknown reason. Surgical intervention took place on (B)(6) 2023 where a new system was implanted. Related manufacturer reference number: 1627487-2023-02742.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.